Event description:
According to the reporter, during a procedure, the device malfunctioned after approximately one hour of surgery, failing to seal and clot the tissues. Literally stopped working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.